Event description:
It was reported the right ventricular lead demonstrated increased pacing thresholds and decreased ventricular sensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2011.(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were fouond. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.